Event description:
Abbott point of care was contacted by a distributor who reported that an I-stat 1 fuso analyzer was returned to them with a burst capacitor. The distributor stated that their customer reported the analyzer as being hot to touch. Based on the info available at the time, there were no injuries associated with the event.

Manufacturer narrative:
(B)(4).